Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case chipped and cracked, bottom case is cracked by l-bracket screws and plunger head cracked by all screws. Event history log review was performed and found evidence of reported problem. Visual inspection, multiple flow and occlusion testing were performed. The customer's reported problem was confirmed. According to the investigation, damaged case and missing power cord caused the reported problem. However, no issue found with the pump main board. Service's replaced the pump damaged top case, power cord with pump and replaced main board as a preventative measure for the back-up audible alarm in history. Further investigation found the pump had a blue token supercap and interconnect board was corroded, and power supply was burned. Service's also replaced the pump cracked left and right plunger case, torn force sensor, cracked top case and bottom case, cracked power insulator, worn worm coupling and gear, motor and motor bracket, upgraded wavy washer, corroded interconnect board, and burnt power supply and main board. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 4000 pump, the pump had damaged top case, main board and power cord. It was reported that there was no patient involvement.